Event description:
The patient reported that the previously working remote monitor, did not stay powered on even after setup was verified. The power cord was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.